Manufacturer narrative:
Two used samples were received for evaluation. A visual inspection revealed that the first sample was without its safety mechanism shield its exposed needle was in a yellow topper of a bd tube, and the loose safety shield had its rod broken off. The second sample had its safety shield engaged and locked over its needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6301536. No root cause from the manufacturing process was identified as a contributor to the reported failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after giving a patient an injection with a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, the safety shield did not snap onto the needle after it was activated and broke off the hub at its hinges. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: medical device lot #: 6301536.